Event description:
It was reported as revision right hip for subsided accolade, implanted rejuvenate.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was received and the event could not be confirmed nor a root cause determined. A review of stryker's records indicates that the reported device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated that there have been no other reported events for this reported lot.

Event description:
It was reported as revision right hip for subsided accolade, implanted rejuvenate.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).